Event description:
According to the customer's voluntary medwatch, pt received onverinfusion of tpn. Rate was ordered at 4.8ml/h and nurse programmed rate at 44.8 ml/h. Pt expired in 2005 and md unable to determine if death attributable to event. No autopsy performed.